Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. Medical surveillance specialist (mss) attempted to speak with the patient for further information, however, the patient was not interested to receive the call. The complaint was classified based on the customer service representative (csr) documentation. On (B)(6) 2014, the patient reported obtaining a reading of ¿132mg/dl¿ using the subject meter compared to a reading of ¿70mg/dl¿ obtained using a doctor¿s office meter (brand unknown), both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that she manages her diabetes using an insulin pump, and did not specify if she made any changes to her usual diabetes management routine in response to the reported issue. The patient reportedly experienced symptoms of ¿sweating and weakness¿ within approximately 30 minutes after the alleged meter issue began. The patient claimed she treated herself with increased food and drink in response to the symptoms. At the time of troubleshooting, the csr determined that the unit of measure was set correctly, the correct testing process and approved sample site was being used at the time of testing. The csr also noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.